Event description:
It was observed that during the device evaluation, the rhinfo-laryngofiberscope exhibited corrosion inside of the light guide lens cover glass and foreign material was found on the mount. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a leak failure occurred in the subject device, it was therefore surmised that reprocessing could not be completed properly, resulting in residue of the foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.